Event description:
Procedure: laparoscopic inguinal hernia repair. The locking pin on the collar came out during the case. The surgeon noticed at the end of the case, because it was in the pt's incision. Surgeon removed it and completed case. No injury.